Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly.

Event description:
The patient's appointment was rescheduled for (B)(6) 2011 but the appointment was cancelled. It was also reported that the patient was later seen in the office. The logs were checked (no alarms present). A rotor study was done and revealed the device was functioning properly. Due to the patient's allergy to contrast, no dye study was done. The plan was to monitor closely at each refill. There was no intervention planned. It was later reported that the patient experienced a change in therapy effect; rated "their pain at a five". Regarding the volume discrepancy, the actual residual volume of 17 ml was greater than the expected residual volume of 1.3 ml.

Event description:
Additional information reported that the patient had experienced an increase in pain and an increase in the pump medication volumes that were withdrawn at previous refill dates. The cause of the previously reported event was noted to be "unknown." A motor stall test was performed and noted to be "ok." A CT scan was performed on 2011 (B)(6), and there was no granuloma seen. The CT scan did reveal a "mild kinking" of the catheter at this time. A replacement of both the pump and the catheter was "planned soon." The patient's pump contained morphine at a concentration of 25 mg/ml and a dosage of 6.5 mg/day. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
It was reported the that the past three times the patient was seen in the office to have the pump filled, the actual residual volume (arv) was greater than the expected residual volume (erv). The pump was filled on (B)(6), and the patient came back on (B)(6). The arv was 19 ccs; the erv was 16.6 ccs. The time before that, erv was three; the arv was six. The patient therapy was "sub-therapeutic". The pump and catheter were replaced. The drug from the old pump was placed in to the new pump because new drug was not available at the time of the replacement. The patient was doing fine now.

Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported, wherein the actual residual volume was greater than the expected residual volume. It was stated that the diagnostics were to be performed next week. It was later reported that a follow-up that was scheduled for the (B)(6) 2011, was rescheduled. Drug infused was morphine 25 mg/ml at a daily dose of 6.508mg. A follow-up report will be sent if additional information becomes available.